Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on (B)(6) 2024, the doctor reported that an issue occurred related to the use of the angio-seal two days prior. The case involved the treatment of a digestive hemorrhage with the patient presenting major bleeding affecting the testicle and scrotal region. Due to the severity of the situation, the patient needed to be admitted to the intensive care unit (ICU). The doctor expressed uncertainty regarding the use of the device and was considering the possibility of exploring other alternatives. The blood loss was less than 250cc. Additional information was received on 09apr2025: the patient presented the problem two days later. The doctor reported that there was a problem related to the use of the angio-seal device on the patient after using the device. This problem involved a large amount of bleeding affecting the testicle and scrotum region two days after the application of the device. The procedure performed on the patient was the treatment of digestive hemorrhage via endovascular route. The device was being used for a case of endovascular treatment of gastrointestinal bleeding and, after two days of using the angio-seal, there was significant bleeding affecting the testicle and scrotum region. Due to the severity of the situation, the patient was admitted to the ICU for monitoring and treatment. Medical intervention was necessary, given that the patient was admitted to the ICU. There was no specific information about surgical intervention; however, the severity of the case suggested intensive medical care. The report does not provide explicit information about the current stability of the patient. The report does not explicitly mention the use of other medical products concomitantly with angio-seal. There was insufficient information to confirm this.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for bleeding which required surgical intervention. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).